Event description:
It was reported the patient experienced effective stimulation in the established pain pattern. However the patient experienced unintended uncomfortable abdominal stimulation. X-rays showed no anomalies and reprogramming did not resolve the issue. Follow up revealed the physician explanted and replaced the leads. Note the patient received two leads from the same lot number as part of the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy to the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.